Event description:
The event is reported as: he customer alleges the inflation line is dented. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.